Event description:
It was reported that on (B)(6) 2012, the 3.0 x 38 mm xience prime and the 3.0 x 18 mm xience v stents were implanted in the right coronary artery. The patient developed a quarter sized rash at the access site that lasted for approximately one month. She also has experienced pain in the stents since the procedure. The patient reported to have random skin rashes with itching on various places on her body, and is allergic to nickel. The patient was hospitalized for kidney failure in (B)(6) 2012. Additionally, she stated that the physician was aware that she was allergic to nickel. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of hypersensitivity/allergic reaction and pain are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported by the patient, that the physician was aware of her allergy to nickel. It should be noted that the IFU states xience v is contraindicated for use in patients with hypersensitivity (allergy) or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. In this case, the IFU deviation directly caused/contributed to the reported patient effects. The 3.0 x 38 mm xience prime referenced is being filed under a separate medwatch report.